Event description:
A customer contacted baxter to report that cracks were noted on the twist switch of the transfer set after 10 days of use. There was no disinfectant used on the set by patient or doctor. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for crack/broken occluder feet. The sleeve of the used set was opened/closed several times without difficulty. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet were broken on the set. During visual inspection, it was noted that there was no whitish spot on the occluder leg, the plant evaluation cited no visible signs of overtorquing. The root cause of this problem is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.